Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, it was reported that the patient experienced lead migration. X-ray imaging revealed migration of left lead. As a result, surgical intervention was undertaken on 31mar205 wherein lead and ipg were replaced to address the issue.